Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown and a low vacuum alarm sounded. The unit was turned on again and it continued to work for an hour and a half and then shutdown again. The pt was switched to another unit and therapy was contined. No pt injury was reported.